Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint opt316 optiflow junior nasal cannula confirmed that the tubing was torn at 2 locations. Conclusion: we are unable to determine the cause of the reported event. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - do not soak, wash, sterilise, or re-use this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production.

Event description:
A healthcare facility in china reported that the tubing of a opt316 optiflow junior nasal cannula was broken. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in china reported that the tubing of a opt316 optiflow junior nasal cannula was broken. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint cannula for investigation. We will provide a follow up report upon completion of our investigation.